Manufacturer narrative:
Concomitant medical products: - biolox delta femoral head 32mm od, +3.5mm (cat# 170-32-03 / serial# (B)(4). Device evaluated by MFR: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, significant edge loading of the femoral head on the acetabular liner due to acetabular cup alignment, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). (Z#s): z-2112 thru 2133-2021.

Event description:
The patient involved was reported as wear monitoring of the acetabular liner due to early prosthesis wear and potential osteolysis approximately 4 years after the index surgery. The prosthesis wear was able to be confirmed from the provided radiograph. However, the devices were not available for evaluation as they remain implanted.

Manufacturer narrative:
Updated investigation, additional information received via legal department- h6 investigation results-the patient involved was reported as wear monitoring of the acetabular liner due to early prosthesis wear and potential osteolysis approximately 4 years after the index surgery. The prosthesis wear was able to be confirmed from the provided radiograph. However, the devices were not available for evaluation at the time as they remained implanted. The revision was subsequently reported to have been performed on (B)(6) 2022.

Manufacturer narrative:
Additional information has been provided. Additional information and/or investigation conclusion will be reported within 30 days of receipt. D10. Concomitants: 4898486 164-13-09 - novation element ro s/o col sz 9. 4947290 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. 4982874 180-65-20 - alteon 6.5mm screw, 20mm. 4868554 186-01-48 - integrip cc, cluster 48mm, g1.